Event description:
It was reported that the right ventricular lead was explanted due to 22 inappropriate shocks caused by oversensing of noise. High pace/sense impedance was observed on the lead and a lead fracture was suspected. No further patient complications were reported as a result of this event.